Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on november 30, 2021 mentor became aware that it erroneously reflected the device as returned. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses experienced right sided deflation and left sided baker grade iii capsular contracture post procedure. As a result, replacement with unspecified mentor gel implants was performed on (B)(6) 2021. See 1645337-2021-13031 for contralateral prosthesis report.